Event description:
Caller reported experiencing intermittent occlusion alarms. The customer's blood glucose level was between 350-355 mg/dl. Customer addressed the issues by changing the infusion set and cartridge and resuming insulin.